Event description:
The customer reported one patient sample failed to flag for variant lymphs involving unicel dxh 800 coulter cellular analysis system. The customer stated the sample printout indicated approximately 15 percent of the lymphs appeared variant but atypical lymphs were not indicated on the manual slide results. The discrepant results were not released out of the laboratory. There was no report of patient injury or change in patient treatment associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse discovered tubing #5 had come off the flow cell and sprayed mals and lals sensors. The fse replaced the cable, the mals sensor and cleaned lals sensor. The tubing was trimmed 1/8 inch and securely reconnected to the flow cell. Mtm alignment and latron gain/phase were adjusted. Daily checks and controls were analyzed and all were within specification. The unit conformed to the manufacturer's published performance specifications. Eval code: cable. The customer stated both slides were made from the same sample specimen drawn on (B)(6) 2012. The customer did not know the reason the two manual counts were different. The fse confirmed the customer made slides by hand. The customer originally reported a flow cell clog error which was not related to the clenz fluid leak discovered at the flow cell. The operator did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect. The operator noted clenz solution was contained within the unit. The customer had on personal protective equipment (ppe): gloves and eye protection. There were no issues with the unit relating to the differential issue. This medwatch report is related to MDR 1061932-2012-01323.